Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer had a no delivery alarm and a motor error alarm on the insulin pump. Customer's blood glucose level was 440-540 mg/dl. Customer treated with shots to get their blood glucose level down. Customer stated that at least one of the highs was after the motor error. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer stated that her blood glucose levels usually run around 150-200 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.